Event description:
Micropuncture set introducer utilized by anesthesiologist as arterial catheter for continuous monitoring due to small radial artery by ultrasound and av fistula in apposite arm. Dilator unintentionally left in place following cannulation of artery. Continuous monitoring ongoing until (B)(6) 2022, when wave form could no longer be obtained. Clot noted upon removal of introducer and dilator. F/u ultrasound identified thrombus in radial artery; however, treatment / intervention was not required. Design / packaging concerns: dilator not identified as a package content: only mention of dilator (introducer / dilator pair) in IFU instructions for use, which is difficult to access without ripping and making legibility difficult; packaged with dilator fully inserted into introducer with connection fully engaged; hubs for dilator and introducer are the same color; difficult to discern two devices present; both hubs accept luer-lock connection - connection can be made to dilator hub even when retained within introducer. Occlusion in the right mid to distal radial artery.